Event description:
It was reported that the lead integrity alert (lia) tripped. It was also reported that the right ventricular (rv) lead had oversensing. It was also later noted that it was suspected that the lia was invalid and due to atrial fibrillation. The rv lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered. 1 - patient alert for lead failure predictor on (B)(6) 2012 21:51:34. Sensing - oversensing. 1 - ventricular nst=210 ms on (B)(6) 2012 at 12:13:47.